Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection on the insertion site, with symptoms of being pink, puffed, open and it has a bump, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. During follow-up call, the user mentioned that the pinkness and puffiness are almost gone and that the area is closed. The user's hcp is aware of the event, the hcp prescribed cephalexin 500 mg 1 tablet 4 times a day for 7 days. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require additional investigation.

Event description:
Senseonics was made aware of an event where the user developed infection on the insertion site requiring medical intervention. The infection was treated with antibiotics.